Event description:
The reporter stated a staff member's finger was cut when breaking the glass control ampoule for use. The reporter said the site was washed and that the user may not have wrapped the ampoule in gauze.

Manufacturer narrative:
Device labeling has been revised to include proper handling and use.